Event description:
A patient reportedly sustained a quarter-size blister on the left breast after a mr pelvic crest exam. The patient had no metallic implants and was not in contact with any conductive material. Due to patient's size, scanning of the patient was initiated without padding being applied to prevent skin-to-skin contact. When the patient complained of discomfort, the technologist provided the pads and resumed the exam. The patient was not monitored during the exam. The exam lasted for approximately 20 minutes, after which the reported burn was discovered. Silvadene cream was applied on the burn area. The following series and duration were used: 3plane (15sec), t2frfse (1:57min), irfse (3:18min), t1se (2:33min), t2fse(2:34sec) and t1 se (3:25sec). Accounts from the site indicated that the patient first complained of the discomfort when using pulse sequence sag stlr ir fse s.

Manufacturer narrative:
A gehc local field team was dispatched to the customer site to obtain scan specific information and investigate the environmental conditions. The investigation focuses on four main areas: environmental: (including cooling equipment, patient air cooling plus the mr scanner error log). Surface coils/ accessories: (surface coil/ect checks). System/image quality: (system level testing to check for system failures). Patient monitoring: (patient alarm & rf safety monitor checks). Visual inspection and the test results for the system showed no issues that caused or contributed to the burn. The system was determined to be functioning within specification. According to the site, the patient was not padded during the exam. The system operator's manual provides users instruction on proper padding and patient positioning.